Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported that the customer was hospitalized with diabetic ketoacidosis. Blood glucose level was 537 mg/dl at the time of admission. Customer was being treated with an insulin drip. Customer was wearing the insulin pump at the time of hospitalization. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level at the time of the call was not provided. No further information was provided.